Event description:
The micro reciprocating saw was sent for eval because it was leaking during a bunionectomy procedure. No adverse event was reported. The procedure was completed with an alternate device without any clinically significant procedure delay.